Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was not in use on patient.

Manufacturer narrative:
Event date: (B)(6) 2015. Received by MFR date: 07/15/2015. Conclusion / root cause: the data acquisition (da) pcba u27 lead 2 internal shorted to lead 10 created the 1007 error code vent inop. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
.